Manufacturer narrative:
Additional information: device available for evaluation? Light microscopy image and sem micrographs of the returned lens revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Elemental (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). Three major types of calcification have been previously described. The primary form refers to calcification caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to opacification approximately 3 years post implant. This event refers to the right eye. Additional information has been requested but not received.